Event description:
A customer technical advocate (cta) was contacted by the account stating that they were getting erratic pt results generated when using a cell-dyn 1700 cs analyzer. One pt sample yielded the following results; rbc=2.73 m/ul, hgb=8.5 g/dl, hct=23.7% and plt=22 k/ul. These parameters were flagged by the analyzer as low. The pt sample was repeated at a reference lab and generated higher results; rbc=3.52 m/ul, hgb=10.9 g/dl, hct=31.1% and plt=37 k/ul. No impact to pt management was reported.